Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula past the bottom housing window. The formed needle did not retract after removal of the top housing. The exposed portion of the soft cannula was observed to be damaged. Fluid did not flow through the complete fluid path as it was observed to be leaking from the tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Inspection of the needle mechanism components found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. This incorrect installation resulted in the formed needle failing to retract.

Event description:
It was reported that patient blood glucose levels reached above 250 mg/dl while wearing the device.